Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.